Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges bolus advisor is recommending too much insulin. No adverse event reported. Back up file was requested